Event description:
There was a lack of communication between the catheter and mapping system. It would not register that the catheter was connected. Error message: mapping catheter not connected. The carto rep recommended switching out to a new catheter. After this was done, the problem was resolved. No harm came to this patient.